Manufacturer narrative:
Analysis revealed that the is-1 proximal cable was fractured at 4.0cm from the connector pin. This could cause the reported threshold and impedance measurement anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that upon interrogation of the device, elevated capture threshold and impedance were observed. A lead fracture was noted.